Event description:
It was reported the pink slide did not move forward, after wearing the pod between 1 and 4 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 500 mg/dl. A new pod was applied as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences as well as a bolus delivery and operated until it was deactivated at pulse 3123. The downloaded data did not show any timeouts or drive stalls and no alarms were generated. The needle mechanism was inspected and no damages or abnormalities were observed that could contribute to a needle mechanism failure. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. The bottom housing and e-seal were inspected for damages and found no issues. No damages or abnormalities were observed with the device that would result in a needle mechanism failure.